Event description:
Spyglass catheter/probe stopped working after successfully working for around 30 minutes. Probe was on standby screen and would not recognize probe even after turning off/on and re-plugging probe in.